Manufacturer narrative:
D4: primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
Related manufacturer reference number: 2017865-2025-14603. Voluntary medwatch received states that the right ventricular (rv) and the right atrial (ra) leads exhibited high, out-of-range pacing impedance noise oversensing and pacing inhibition was also noted. Both leads were explanted and replaced. There were no patient consequences.